Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant. During right atrial lead positioning, both increased impedance and capture threshold were noted. After many lead placements, the helix was unable to extend. The lead was removed and replaced. The patient was stable throughout.